Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: just received a call for a product complaint froma hospital where thety said the item # 11532269 lot# 2006856 (qty 2) was leaking around the filter during priming, no patient involved. No additional information was provided.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/21/2020 investigation conclusion the customer reported ¿tubing was leaking around the filter during priming¿. Received from the customer were two used primary sets model 11532269 lot 20056856. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in both sets¿ drip chambers and the entire length of tubing. No abnormalities were observed on the sets during visual inspection. To prepare the sets for functional testing a lab 18 gauge blunt cannula was attached to the end of the sets to closely simulate how a set would be used in the field. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable sets allowing fluid to flow through the sets via gravity. It was observed that the fluid flowed through the sets and exited as expected. Drops of blue-dyed water were observed leaking out of the filter vent closest to the inlet port on both sets¿ 0.2 micron filter (p/n 10012217). Both sets¿ inlet port filter vents were inspected under a microscope for holes/tears in the filter membrane or damage to the filter housing. No damage was observed. Equipment used (visual inspection and testing performed on (B)(6) 2020) - optical ram-cnc, eq08204, calibration due date: 05-feb-21 - dino lite microscope, eq106199, ncr the device history record for primary set model 11532269 lot 20056856 was performed. The search showed a total of 7,680 units in 1 lot were built on 28 may 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of tubing was leaking around the filter during priming was confirmed on both primary sets model 11532269. The root cause of the leaking was not definitively determined. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: just received a call for a product complaint from a hospital where they said the item # 11532269, lot# 2006856 (qty 2) was leaking around the filter during priming, no patient involved. No additional information was provided.